Manufacturer narrative:
Device received with operating currents within specified . Device passed self test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The bolus wizard functioning properly per bolus wizard sample in the 551 /751 user guide. Unit received with intermittent act button due to flattened dome switches no unlocked j2/lcd keypad connector. Device received with cracked case at the display window corners and battery tube treads. Device received with minor scratched display window and case. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level of 423 mg/dl. The customer was informed that the insulin pump was not functioning well. Troubleshooting was not performed for high blood glucose levels. The insulin pump will be returned for the analysis.